Manufacturer narrative:
(B)(4). The customer reported that the device had a speaker malfunction and loss of audio. There was no allegation of a death or a serious injury. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had a speaker malfunction. There was no allegation of a death or a serious injury.